Event description:
It was reported that the patient with this left ventricular (lv) lead was feeling a thump from the pacing which affects the whole left side. Additional information from the field confirmed that the patient was having phrenlc nerve stimulation that was attributed to the lv lead. A reprogramming was performed with complete resolution of symptoms. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).